Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was unable to reproduce the issue. The fse arrived onsite with no errors noted on startup. The system passed self-tests. It was performed system test drive in accordance with procedure. The fse rotated the field sterile adapters on arm 2 and was able to being following successfully for each psm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer reported to technical service engineer (tse) that the patient side manipulator (psm) arm 2 was not accepting instruments. The customer removed and reseated the instrument, reseated the sterile adapter (sa), exercised all of the presence pins, and replaced the instrument three times with no resolution. The customer also removed the instrument/sterile adapter and tried to exercise the instrument presence pins again with no change. The customer opted to not replace the sa. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no, the surgeon did not use arm 2 for the whole procedure. The arm would not respond, we used three arms to complete the case. The procedure was completed robotically with three arms.